Event description:
It was reported that approximately sixty-three days post dialysis catheter placement, the catheter lumens allegedly flattened and twisted. It was further reported the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review was completed, which identified that this is the first complaint record for this lot number. Labeling review: the cause of the event in question is unknown, and so the applicability of any particular portion of the IFU or other labeling is unknown. However, a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the IFU instructs on clamping the extension leg. Therefore, the product labeling will be considered adequate. Investigation summary: one electronic photo was reviewed. The photo shows a portion of a hemodialysis catheter inserted into a patient. The dressing is covering the bifurcation and the distal ends of the extension legs. The clamps are visible on each extension leg and both clamps appear to be disengaged. Both white oversleeves and part of the crimping collars of both hubs are visible. There appears to be narrowing in both extension legs near the distal ends of the oversleeves consistent with clamping impression. Based on the photo review, extension leg deformation can be confirmed. Although the sample was not returned for evaluation, one electronic photo was provided for review. The investigation is confirmed for extension leg deformation, as the photo review identified narrowing on both extension legs consistent with clamping impression. The reported event and findings from the photo review are consistent with a dent in material issue. The definitive root cause could not be determined based upon available information. It is unknown if usage issues contributed to the reported event. H10: d4 (expiration date: 10/2019), g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Photos were provided for review. As the lot number for this device was provided, a review of the device history records is currently being performed. The device was not returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 10/2019).

Event description:
It was reported that approximately sixty-three days post dialysis catheter placement, the catheter lumens allegedly flattened and twisted. It was further reported the catheter was removed and replaced. There was no reported patient injury.